Event description:
The customer reported discrepant troponin I (access® accutni+3) results, within the risk stratification range, for one patient, involving the access® accutni+3 reagent used in conjunction with the access® 2 immunoassay system. Initial results 0.05 ng/ml and 0.04 ng/ml were obtained but were not released from the laboratory. There was no impact to patient care associated with this event. Subsequent testing of the patient's sample, on the same instrument, produced lower results of 0.00 ng/ml, 0.00 ng/ml , and 0.00 ng/ml. The patient's sample was collected in serum separation tube (sst) and centrifuged at 3,600 rpm (rotations per minute) for ten minutes. The sample was a full collection with no evidence of fibrin or hemolysis. The customer indicated all system parameters (quality control, calibrations and system checks) passed within assay and instrument specifications. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication that the access® accutni+3 device was returned for evaluation. In conclusion, a definitive cause of the incident could not be determined with the available information.